Event description:
Jaws of ligasure would not close properly. A new ligasure had to be opened to compete the procedure. The product had patient contact but no patient harm. Manufacturer response for ligasure, (brand not provided) (per site reporter). The product was returned to the vendor for evaluation.